Event description:
Healthcare professional reported left side anxiety and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional information: d9, h3, and h6 device analysis: rupture: observed, opening device in the radius side assessed as an unidentified (tear) opening (shell thickness was within specification) anxiety-product/procedure: unable to confirm as it is a medical event not related to the device additional observations: yellow particles observed in the surface of the shell. Creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side anxiety and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional phone numbers: (B)(6). Additional e-mail address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.